Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause mlc-118-user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer did not have any diabetic symptoms but it was reported customer was currently in the hospital. On (B)(6) 2018, customer had obtained a blood glucose test result of 464 mg/dl non-fasting, was feeling high blood sugar symptoms and she had gone to the emergency room. When she got to the hospital less than an hour later her blood glucose test result was 445 mg/dl fasting. The diagnosis was hyperglycemia and customer has since been treated with three IV bags of insulin, 10 units of insulin and metformin 800 mg on a regular basis in order to lower her blood glucose. At call back on (B)(6) 2018, the customer's condition had improved and she did not currently have any diabetic symptoms. Customer had been discharged from the hospital on (B)(6) 2018. Changes were made to customer's medication after hospital discharge - customer's insulin dosage was increased to 50 units in the morning and 30 units at night; customer was also prescribed metformin 800 mg. Customer had obtained a blood glucose test result that morning of 130 mg/dl fasting using the truemetrix meter.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Daughter-in-law is calling on behalf of the customer. The e-3 error occurred when the blood sample was absorbed. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 464 mg/dl using truemetrix meter. At the time of the call the customer reported having a headache; customer did not need medical attention at the time of the call. Customer had stated they had not injected their insulin. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date was undisclosed. At the end of the call, the customer was satisfied with the truemetrix meter.

Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause mlc-30-user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 6/8/2018 in a follow-up call to ensure the customer's condition since the initial call; customer did not have any diabetic symptoms but it was reported customer was currently in the hospital. On (B)(6) 2018, customer had obtained a blood glucose test result of 464 mg/dl non-fasting, was feeling high blood sugar symptoms and she had gone to the emergency room. When she got to the hospital less than an hour later her blood glucose test result was 445 mg/dl fasting. The diagnosis was hyperglycemia and customer has since been treated with three IV bags of insulin, 10 units of insulin and metformin 800 mg on a regular basis in order to lower her blood glucose. At call back on (B)(6) 2018, the customer's condition had improved and she did not currently have any diabetic symptoms. Customer had been discharged from the hospital on (B)(6) 2018. Changes were made to customer's medication after hospital discharge - customer's insulin dosage was increased to 50 units in the morning and 30 units at night; customer was also prescribed metformin 800 mg. Customer had obtained a blood glucose test result that morning of 130 mg/dl fasting using the truemetrix meter. Correction: correction on section h10 - mlurc corrected based on the new mlurc list. Only the number change. Update evaluation codes based on the FDA update.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Daughter-in-law is calling on behalf of the customer. The e-3 error occurred when the blood sample was absorbed. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 464 mg/dl using truemetrix meter. At the time of the call the customer reported having a headache; customer did not need medical attention at the time of the call. Customer had stated they had not injected their insulin. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date was undisclosed. At the end of the call, the customer was satisfied with the truemetrix meter.